Manufacturer narrative:
The insulin pump passed displacement, operating currents, self test and off no power test. No blank display or turning off. The insulin pump was monitored and no screeching during rewind test. No a21 and no a17 alarms noted. No cosmetic damage noted.

Event description:
Customer reported receiving an error alarm on the insulin pump. Customer stated that the insulin pump was making a screeching noise and turning off. Customer's blood glucose reading at the time of the call was 243 mg/dl. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.